Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported their top aligners cutting their tongue. There is a huge lip on the aligner that does not go away and there is absolutely no way to file down this lip. The fit of the aligner has been a problem the entire time. Patient feels that molds should be retaken to fix this issue. Patient was provided tips to file and smooth aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.